Manufacturer narrative:
(B)(6). This report is for an unknown aiming arm/unknown lot. Part and lot number are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trochanteric fixation nail system (tfn) was done on patient for a trochanteric hip fracture on an unknown date. Sometime later the patient was admitted to for urinary tract infection. It was discovered through x-rays that the screw/helical blade was placed outside the nail in the femoral head and neck. The old implant was removed easily on (B)(6) 2016 and patient was implanted with a new trochanteric fixation nail advanced (tfna). No piece of instrument remained in the patient. Surgery was completed successfully on (B)(6) 2016 without any surgical delay and without any other medical intervention required. Patient status outcome reported as okay. This report is for an unknown aiming arm. This is report 4 of 7 for (B)(4).